Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
The customer reported that there was a "generator error" message displayed. This error is likely to result in an immediate loss of sys functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.